Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported b30 scope communication error was not confirmed. The device evaluation found there were multiple cracks and chips on the front panel mouth. There was a clogged fan in the air vent. The scope socket had corroded pins, and the air pump had an unusual sound. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had a b30 scope communication error. The issue occurred during a diagnostic colonoscopy procedure that was completed with the same set of equipment with an 8-minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that communication with the endoscope was no longer possible due to a malfunction of the output socket or poor contact with the scope connector. Olympus will continue to monitor field performance for this device.